Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The consumer stated she was using u by kotex sleek regular absorbency tampons and was unsure if any pieces were left behind. She went to the doctor due to a possibly unrelated yeast infection and was treated and given medications (dyflacucan, flagyll). She is not intending to go back to her doctor.